Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, following a laparoscopic appendectomy procedure, the patient had abdominal pain. The patient was brought back to the operating room eleven days post-op for a diagnostic laparoscopy. The surgeon found that the staple was not closed. There was just one staple that did not form. There was no issue found during the time of surgery.